Manufacturer narrative:
The insulin pump was received with no down button response due to flattened down button dome switch. The prime, excessive no delivery test could not be performed and the bolus anomaly could not be verified due to no down button response. No keypad anomaly noted. Pump received with crack on reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm. The blood glucose at the time of the incident was unknown. The customer explained that he was in the hospital for 5 days, disconnected the insulin pump and received the no delivery alarm when reconnecting. It was found that the reservoir was empty. The customer stated the hospitalization was not related to diabetes. He also reported that the insulin pump had a keypad anomaly. He stated that he was trying to program a bolus for 15 units and the numbers on the screen started ramping up to 25. He stated that it would go to 25 with any number he would enter. Blood glucose level was 285 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.